Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete event, patient and device information.

Event description:
It was reported the patient's ipg was explanted. Reason for explant and date of explant is unknown.